Event description:
It was reported that the device had channel error and it was sent for repair. Per customer, no further information will be provided.

Manufacturer narrative:
The reported issue was confirmed via device history review; however the device or its logs were not returned for this complaint file. The pump module was returned as reported and was repaired under complaint file pr 371965 (project number (B)(4)) with the door assembly replaced for a malfunctioning keypad assembly. The file was opened to document the issue that was reported. Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 13nov2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 20jul2020 and indicated that this device has been previously returned for service. On 22apr2016 the upper pressure sensor was replaced for associated channel error code 240.4150. On 25jun2020 the door assembly was replaced for channel error code 210.6021 believed to be associated with the reported issue in this complaint file. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause is associated with a malfunctioning keypad assembly on the door assembly.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had channel error and it was sent for repair. Per customer, no further information will be provided.